Event description:
A customer in the united states reported a burned plastic smell from an express 4 centrifuge during operation. The fire dept was not called. There were no smoke or flames. There were no injures and no report of effect to pts. The customer indicated the connector on the power harness to the printed circuit board (pcb) was charred and the pcb has black discoloration. The customer stated the lab procedures require them to have goggles, lab coats and cloves.

Manufacturer narrative:
The customer repaired the unit by replacing the board and harness. No components were returned to the MFR. No further investigation may be done. (B)(4).